Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of death is unknown. No autopsy was performed; the device was not explanted, and will not be returning for evaluation. The customer did not provide if the outcome was device or therapy related.

Manufacturer narrative:
A direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4), could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It was reported through patient outcome that the patient passed away on (B)(6) 2021. The cause of death was unknown, and an autopsy was performed. The device was not explanted or returned for evaluation. Additional information communicated on (B)(6) 2021 stated that due to patient privacy laws the managing hospital did not communicate patient outcome information. Based on a review of the available patient records and a request for patient outcomes, there were no device issues at the time of the death according to the patient¿s physician. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.